Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).

Event description:
It was reported that a motor stall was confirmed via event logs with no motor stall recovery recorded. A stall occurred on (B)(6) 2014 at 09:53 with no recovery noted. The patient had not had an MRI or been exposed to any magnets. The pump was heard alarming ¿three times¿ which was indicative of a critical alarm that beeps three times however the patient reported to the health care provider (hcp) that he heard the alarm before the motor stall occurred. It was confirmed the date and time on the physician programmer was correct. The patient was currently ¿feeling and was visually more spastic¿ and had spasms. The patient had reportedly felt this for a couple of days. The patient had also reported feeling dry skin and itching. It was then reported the patient had indicated he had hit his pump with a hammer a couple of weeks prior when he was working but this didn¿t correlate with the motor stall time. Neurosurgery had already been contacted and the hcp was waiting for a call back to see about getting the pump replaced. The device system was used to deliver gablofen. It was later reported that the patient was taking no other medications, including oral medications, at the time of the event. Exact symptoms the patient was having consisted of pruritus and increased spasms. The motor stall did not recover; the cause of the stall was unknown however it was again noted the patient had an accidental event in which he hit his pump while performing a home project with a hammer. No specific troubleshooting and/or other actions were listed however a date of (B)(6) 2014 was provided. The patient was now reportedly medically stable and receiving effective therapy. It was also reported the device would be returned to the device manufacturer for analysis.

Manufacturer narrative:
(B)(4).